Event description:
A home pt's nurse contacted baxter's technical service center during a home pt's automated peritoneal dialysis therapy to report a mid-therapy disconnection/reconnection. Per the initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. When the home patient returned pt noted that the homechoice machine had continued therapy with pt disconnected. The home patient then reconnected to the setup. Baxter's technical service center assisted the home patient's nurse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home pt's peritoneal dialysis nurse.